Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site due to weight loss. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was placed deeper in the pocket to address the issue.